Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the the device confirmed damage to the internal portion of the driveline wires that could have contributed to the reported pump stoppage events captured in the submitted log file. Furthermore, an incidental finding of thrombus was confirmed through the evaluation of the device. The device was returned assembled with the driveline (dl) severed approximately 2¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 0.5¿ from its hardware and returned attached to the outlet elbow. The sealed outflow graft bend relief had been severed approximately 0.5¿ from its hardware and returned detached from the graft attachment. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. Upon disassembly of the device, the textured, blood contacting surface of the inlet tube, inflow knitted graft, and inlet elbow revealed white, tissue-like depositions, which were strongly adhered. Areas of these depositions were hard which indicated that they had developed in those areas over an undetermined amount of time while the device was supporting the patient. Further examination revealed a small, tissue-like deposition adjacent to the outlet bearing ball in the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicate that this deposition was not present for an extended period of time while the device was supporting the patient. In addition, the disposition did not appear to have formed in the outlet stator and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were in the pump during operation, they could have contributed to the patient¿s elevated ldh range. Upon removal of the depositions, the pump was cleaned and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The silicone jacket, clear bionate cover, and metal braided shield showed no signs of damage. Visual inspection of the wires revealed a breach in the insulation of the black wire at the pump housing. No other evidence of damage to the insulation or underlying conductors of the remaining wires was observed. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional current leakage in the insulation of any of the driveline wires. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short could have contributed to the pump stop events captured in the log files. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6, under ¿anticoagulation¿, also provides details regarding the recommended anticoagulation therapy and inr range. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, address how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 5 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were constant low flow alarms and a red heart alarm per customer. The alarm was accompanied and followed by low speed and pump off. Patient was immediately switched to battery power, and alarms resolved. An ungrounded cable was in the room for use. Recent ldh trends were 877, 865, 952, 772, 978, and 919 between (B)(6) 2019. The log file analysis showed pump stops on (B)(6) 2019. Additionally, it showed that these issues only appeared to occur when the vad was connected to the power module. The pump was exchanged from heartmate 2 to heartmate 3 on (B)(6) 2019.